Event description:
Complainant alleged that medics responded to a call for a pt in cardiac arrest. The pt received two discharges of energy successfully, however upon the third discharge of energy, the device made a loud pop sound and a bright spark and flash reportedly appeared to come from the back of the device. The device then failed to charge the energy and displayed an unknown error message. The pt was then moved into the ambulance for transfer and another device was obtained. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.